Manufacturer narrative:
Biotronik submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Biotronik has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by biotronik, or its employees that the device, biotronik, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Biotronik will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient presented to emergency due to nervus phrenic stimulation. The device was in back-up mode. Based on data analysis it was decided to report the incident.device currently remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device was received for analysis. Explant date is currently unknown. Upon receipt, a device interrogation was performed without anomalies. The device was not operating in the safety backup mode when received. The battery status was bos. The memory content of the device and the data returned for analysis were inspected. The analysis showed that the ICD automatically activated the safety backup mode, several times, because the device detected invalid memory content during an automatic signature check in recurrent occasions. In general, the ICD is equipped with the ability to detect and repair invalid memory content. If the invalid memory content cannot be corrected automatically, by design the ICD will activate the backup mode to ensure patient safety. Please note, in the safety backup mode the ability of the device to deliver therapies is not affected. In a next step, the ICD was extensively tested. During the tests, the safety backup mode was re-activated. The root cause could be narrowed down to a defective memory cell. The manufacturing process for this device was reviewed and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process which may be related to the clinical observation. Particularly the final acceptance test, including multiple memory tests, proved the device functions to be as specified. It is therefore assumed that the defect occurred after the device shipment, however, the date of occurrence was not determinable.